Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy a tsw35 would not fire on the second firing. The original load fired properly. It was reloaded with a tr35w, lot number l48y29. There was no consequence to the pt.

Manufacturer narrative:
H6; bent lockout tab based upon the info received and the visual examination, it was concluded that the returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged.